Manufacturer narrative:
Evaluation summary: the reported condition of "stop button not functioning" was confirmed. Inspection of the pump revealed the condition was caused by a faulty pump head module (phm) keypad. The phm keypad was replaced in the pump to correct this condition.

Event description:
While returning pump for device recertification maintenance the facility reported the stop button was not functioning. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.